Manufacturer narrative:
(B)(4). When the guide wire was returned to the manufacturer, a reportable malfunction (core wire fracture) was recognized for the first time; therefore, the date the manufacturer became aware of the event was considered the date the device returned. The guide wire was returned for evaluation. Coils of the returned guide wire were elongated distally for approximately 120mm from the middle solder set at 30mm from the wire tip. At approximately 22mm distal to the middle solder, the core wire was found fractured. Microscopic observation of the core fracture revealed necking of the fracture end, suggesting the core wire became fractured due to longitudinal tensile stress. At the end of the elongated coil wire, a ball tip was attached; the coil wire remained in one piece. At approximately 8mm from the wire tip, the core wire was found fractured. Microscopic observation found that necking of the fracture end due to longitudinal tensile stress just as seen on the proximal side of the core fracture. Measuring the length of the core wire, it was concluded that the entire guide wire was retrieved. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received for this lot. Based on the obtained information and investigation outcome, it was concluded that tensile stress exceeding the product's design limit was inadvertently applied on the guide wire while its tip was being trapped by the struts of the existing stent, causing the core wire to become fractured and separated. The coil wire was assumed to become elongated by continuous tensile stress applied upon wire removal. There was no indication of product deficiency. Instructions for use (IFU) states: - [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; and, - [malfunction and adverse effects] separation or breakage of the guide wire.

Event description:
It was reported that an asahi guide wire became deformed during a pci to treat a 90-99% stenosis in the lad. After stent deployment and ivus confirmation were made, the guide wire was removed from the main stream when it interfered with a deployed stent and its distal segment became deformed. No particular intervention was taken against wire deformation. There were reportedly no adverse patient effects.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.